Manufacturer narrative:
The suspect prod is the comfort curve strip.

Event description:
Pt reported obtaining back-to-back blood glucose results, using the wrong code key, on two separate days of 511 mg/dl and 53 mg/dl in 2007 and 242 mg/dl and 55 mg/dl on the same day, on the advantage sys (meter, strip lot 549549 with exp date 03/31/2008). Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd on these dates. Pt did not provide the location where the discrepant results were obtained. Qc testing was performed on the sys and l1 and l2 were in range using the wrong code key. Technical support requested the return of the suspect prod and replacement prod was shipped.